Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016, to the upper abdomen and lower abdomen using coolcore applicators and to the bra line (back) using coolcurve+ applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as treated areas appear larger. On (B)(6) 2016, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the upper abdomen, lower abdomen, and bra line (back).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016, to the upper abdomen and lower abdomen using coolcore applicators and to the bra line (back) using coolcurve+ applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as treated areas appear larger. On (B)(6) 2016, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the upper abdomen, lower abdomen, and bra line (back).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016, to the upper abdomen and lower abdomen using coolcore applicators and to the bra line (back) using coolcurve+ applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as treated areas appear larger. On (B)(6) 2016, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the upper abdomen, lower abdomen, and bra line (back).